Manufacturer narrative:
This report is filed (B)(4) 2016. The implanted device remains.

Event description:
Per the clinic, the device magnet repelled. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
Correction; the device magnet did not repel as previously reported. The patient experienced poor retention issues. The implanted device remains. This report is filed july 11, 2016.